Event description:
Consumer complaint of low blood glucose results. Customer refused to run a blood test at the time of the call. Results in memory were all "lo." No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).